Manufacturer narrative:
No sample was returned for evaluation. No lot number was reported; therefore, DHR was not possible. The complaint cannot be confirmed. The IFU recognizes the possibility of complications in this type of procedures which include csf leaks: ¿possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage and adhesion formation.¿ from the information at hand, a root cause cannot be determined, and further evaluation is not possible at this moment.

Event description:
N/a

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 1121308-2018-00103, 1121308-2018-00099, 1121308-2018-00100, 1121308-2018-00101.

Event description:
This is 1 of 2 reports. A regional sales manager reported on behalf of the customer that durs4591itl suturable duragen 4 inch x 5 inch and drm1033i duragen rm dural regeneration matrix 3x3 were used on a patient who was treated on (B)(6) 2018 for a temporal meningioma. On (B)(6) 2018, the customer observed cerebrospinal fluid (csf) collection. Clarification was received on (B)(6) 2018 that the event did not lead to an increase in surgery time.